Event description:
It was reported that pump displayed malfunction alarm code and no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was provided information on how to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.